Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level (value was not provided) and was vomiting; cause was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.